Manufacturer narrative:
Qn# (B)(4). Two manta units and two sheaths were returned. Blood particulates were noted on all the units. The units were decontaminated and inspected. Manta unit 1: lever of the manta was actuated. The anchor was pushed out. The unit could not be functionally tested. Manta unit 2: lever of the manta was not actuated. Manta was functionally tested for advancement with both sheaths. Resistance was o bserved. The button valve was slightly displaced with one of the sheaths. Case details were reviewed. Following an impella removal, a manta 14f device was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. After unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 14f manta sheath and device. The manta instructions for use (IFU) indicates: if significant resistance is felt insert the bypass tube into the manta sheath, remove the entire system, and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
The doctor was removing an impella. When he tried to advance the bypass through the valve he was meet with resistance. We stop and pull another device and exchanged it and again the valve resisted the bypass tube from enter the sheath. Then we dropped a third device. The third device worked but it had some resistance initially but the valve gave way and the bypass tube was inserted and deployed properly." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The doctor was removing an impella. When he tried to advance the bypass through the valve he was meet with resistance. We stop and pulled another device and exchanged it and again the valve resisted the bypass tube from enter the sheath. Then we dropped a third device. The third device worked but it had some resistance initially but the valve gave way and the bypass tube was inserted and deployed properly." The patient's current condition is reported as "fine".